Manufacturer narrative:
No product is expected to be returned as the reported issue is related to software. Review of labeling materials determined that notifications would remain on the list until overidden by a more serious notification or cleared by the clinician. The user inadvertently shut off patient notifications, which resulted in a patient experiencing a heart failure episode. Further investigation confirmed the clinician turned off 7 day alerts for patients outside thresholds, but kept 3 day alerts. There was a 7 day alert on the hospitalized patient, but not a 3 day alert. Clinician training must be completed prior to performing cardiomems implantation. A retraining was also performed after this issue occurred. Per the cardiomems hf system user manual, ¿this hemodynamic data is transmitted to a secure website that serves as the patient database so that pa monitoring information is available at all times through the internet. Changes in pa pressure can be used in conjunction with heart failure signs and symptoms to guide adjustments to medications¿. Thus, it is stated in the device labeling of the cardiomems hf system that the information from the system is to be used in conjunction with standard of care heart failure practices. "In the absence of pressure data, the physician defaults back to standard of care to manage the patient heart failure symptoms.¿ further, the risk of hospitalization due to heart failure decompensation is characteristic of patients with nyha class iii heart failure and is not caused by the cardiomems hf system. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary. Based on the information provided, the reported patient harm cannot be confirmed due to a malfunction of the device at this time.

Event description:
It was reported the user inadvertently shut off patient notifications, which resulted in a patient experiencing a heart failure episode.